Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon availability of the investigation conclusions. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant results for 2 patients tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The samples from both patients initially tested positive for flu a and sars-cov-2. For patient 1, repeat testing was not performed on the liat; rather the same was sent out for additional testing and no further details are available. For patient 2, a new sample was collected and tested again on the cobas liat, and was negative 2 times. The original collection was also retested and generated a negative result. The positive results for both patients were reported. For patient 2, after the repeat testing was performed, the negative results were also reported. No harm or injury was indicated for either patient. During the investigation, additional samples were also identified as potential false positive during the data review. These samples were not alleged by the customer. No patient information or details are available. Run # 923, (B)(6) 2021 - false positive for all three targets run # 929, (B)(6) 2021 - false positive for sars-cov-2 run # 1144, (B)(6) 2021 - false positive for all three targets run # 1168, (B)(6) 2021 - false positive for sars-cov-2. Six mdrs will be filed, one for each patient per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer was returned for further evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4).